Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site stated they had a no signal message on the monitor. The medtronic representative (mr) was on site and stated that he reseated the cables and then the screen went half black and there was a blue bar on the top. After this, the mr rebooted the system, the issue was resolved and the mr was unable to replicate the issue. There was no patient present when this issue was identified.